Manufacturer narrative:
(B)(4). Method: the returned mr290v vented autofeed humidification chamber was visually inspected for damage and performance tested by connecting to a waterbag. Results: no damage was observed on the returned chamber. When connected to a waterbag, the water flowed into the chamber normally and no leak was observed. Conclusion: no fault was found with the returned mr290v chamber. The chamber functioned normally during testing. The user instructions which accompany the mr290 chamber states the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported via a distributor that water leaked from the bottom of an mr290v vented autofeed humidification chamber when it was connected to a ventilator and a breathing circuit. This was noticed prior to patient use.